Event description:
It was reported that a malfunction occurred on the customer's pump, specifically showing malfunction code 12. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump and arranged for a new one with updated software to be sent to the customer. The customer acknowledged the instructions on how to put the pump into storage mode and return it to tandem. The customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted. The resolution involved the technical support sending a replacement pump.